Manufacturer narrative:
Follow-up #1: date of submission: 08/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: there was no evidence of visible moisture behind the display lens. Unrelated to the original complaint, investigation revealed the following: the display was dim and discolored; there was evidence of moisture contamination inside the battery compartment, on the underside of the battery cap, and inside the pump. Leak testing revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. Reportedly, there was moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.